Event description:
Product malfunctioned during use. During case while inside patient this device was found to have a piece that looks melted/defected I did not work properly. Switched out to new device. Finished case as scheduled no harm done.